Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture, capsular contracture baker grade unspecified, rippling, "undulations", fever and "great anxiety".

Event description:
Patient representative reports on behalf of the patient unknown side capsular contracture, baker grade unspecified, rippling, "undulations", fever and "great anxiety". Treatment included amoxicillin + clavulanic acid, prednisone, dipyrone, lirpanan, cefadroxil, nimesulide, and omeprazole. Lexotan treatment was given for anxiety. Device has been explanted.